Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation and an enlarged atrium for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient when it was identified that a thrombus had developed. The procedure was discontinued; the final mr was reduced to grade 4+. There were no clinically significant delays reported.